Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead had increasing capture thresholds and pacing impedance over the previous 3 months. No changes or interventions were performed. The asymptomatic patient was in stable condition.